Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep reported that pt was not getting good relief from the scs device, so a 2nd lead was added today to try to get more coverage. Rep also reported that pt stated sometime last week their 97755 antenna gets warm during r echarging session. Rep reported that the pt does not recall seeing any error messages on their 97745 screen. Technical services (tss) reviewed recharging temperature/speed, and rep reported will have the pt try using a lower temperature/speed for the next few weeks and report back if further troubleshooting or 97755 replacement is needed. Additional information was received from a manufacturer representative (rep). It was reported that the patient is present in clinic with her today trying to recharge her implantable neurostimulator (ins) a week after having another lead placed, however she is unable to move through the passive recharge mode. Rep states the patient is one week post-surgery to have another lead replaced and might still have some pot-op fluid. Rep states when she gets to screen 50 showing the positioning numbers, she is seeing the highest number (since starting to try recharging) as 73 and the ins won't go into a charge session. During the call, rep stated she did see 71 and 72, but still does not go into a normal recharge session, but when she presses firmly on the ins, she gets 73 for the middle and high numbers. Rep was able to reposition the rtm over the ins and saw the numbers 11, 55 and 55, then the middle number went up to 72 and went back down to numbers in the 40s and 50s. T s advised rep to use a spare recharger (rtm). When rep connected the spare, she reported she was able to start a normal recharge session with excellent coupling. A replacement rtm was sent out. Additional information received from a manufacturer representative (re p). It was reported the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the recharger found the final test low reading is 8. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.